Manufacturer narrative:
(B)(4). Additional information: batch # l55e53 . The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. Upon further inspection the firing trigger was noted broken. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. No conclusion could be reached on what may have caused the found damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch additional information requested and returned: can you please confirm if the firing trigger is what the surgeon is referring to when he states "the pin of the device which fires it broke," and did the firing trigger break off of the device; if yes, will the firing trigger be returning with the device for analysis; if not, was the firing trigger disposed of: the firing trigger is the part that the surgeon called as pin. The firing trigger broke in the moment of the firing and will be sent to analysis with the device.

Event description:
It was reported that during a gastroplasty (video) procedure, the pin of the device which fires it broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.